Event description:
It was reported that a 6f angio-seal vip was selected for use. The pt experienced a pseudoaneurysm and was treated with an ultrasound guided compression. The pt's hospitalization was extended due to this event. The pt was reported to be stable with no consequences.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined.